Event description:
Customer reports that she obtained results of 110 mg/dl and 305 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device, and replacement was sent.